Event description:
When attempting to place two catheters through two 5fr introducers during a kissing balloon dilatation procedure, neither catheter would fit through the introducers. Both catheters & introducers were removed and 6fr introducers were replaced to complete the procedure with no further complications being reported.